Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a minimum fill notification occurred customer's blood glucose level ranged between 108-200 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.